Event description:
It was reported by service report that the bed alarm was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The customer alleged the bed alarm was not functioning; however this could not be confirmed as the bed was found to be working to specification.